Event description:
Broken cable on prograsp instrument noted during case. The instrument had 6 lives remaining. The instrument was removed from the sterile field and tagged. It will be reported and sent back to the manufacturer.